Event description:
It was reported that the customer died on (B)(6) 2013. It was reported that the customer had low blood glucose levels of 49 mg/dl according to the blood glucose meter at the time of death. It was reported that the customer was found lying down on the floor. It was reported that the customer was not wearing the insulin pump at the time of death. It was reported that the customer died of natural causes. It was reported that the customer was suffering from a variety of health issues including diabetes, anxiety, hyperthyroidism, dyslipidemia, tobacco abuse, alcohol abuse, and tachycardia. The brother of the customer would return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).